Event description:
It was additionally reported that the system controller exchange resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that log files were sent for review, capturing backup battery (ebb) fault alarms beginning on (B)(6) 2025. The 11-volt battery had been previously replaced in (B)(6) 2024. Additional log files were sent for review on 10feb2025. The event log displayed multiple ebb fault alarms as mentioned on (B)(6) 2025 from 3.27 am to 2.39 pm. The backup battery faults occurred due to a failed ebb load test. There were no other unusual events seen within the log files. There was no interruption in pump support during these events. The mcs equipment is operating as expected. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis with the 11v backup battery (serial number: (B)(6). The submitted controller event log file and the event log file downloaded from the returned controller contained data spanning approximately 12 hours combined (03:27:24 to 15:20:49 on 10feb2025 per the timestamps). Backup battery fault alarms were active throughout the entire log file due to not passing the load test. The onset of the alarm was not captured in the log file due to it being overwritten by newer data. There were no other notable alarms or events active. The pump-maintained speed within the expected range throughout the log file. The system controller underwent functional testing and operated as intended. The reported backup battery fault alarms was unable to be reproduced during testing. The root cause for the reported backup battery fault alarms could not be conclusively determined through analysis. A corrective and preventative action was opened to further address this issue. Wire fatigue on the black and white power cables was also noted in the investigation. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 2 ¿system operations¿ addresses how properly replace the backup battery in the system controller and how to properly maintain all components. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms including backup battery fault alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for equipment¿ addresses how to properly maintain all components. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.